Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient with an external neurostimulator (ens) trial system reported that they had a return of leaking symptoms, did not feel stimulation, and their bladder did not feel empty. They switched from the left side to the right side and the night prior to the report they were not feeling stimulation. The patient used the patient programmer and increased stimulation to 4.0v and still could not feel stimulation. Stimulation was increased to 6.0v and the patient could feel stimulation. The patient confirmed they are getting at least 50% or more symptom reduction since they switched sides. The patient will see their healthcare provider the day after the report for the end of the trial period.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.